Event description:
A zoll lifecor patient services rep. Contacted customer support to report that one of her battery packs in her inventory is displaying a battery pack fault when on the charger. The psr's suspect battery pack was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem was confirmed. The cause of the faults was defective cells within the pack. The cells were dead upon receipt. The root cause of the dead cells cannot be positively determined. Review of the device history record shows this battery pack was shipped to the psr on 09/10/09. There are no data downloads for this pack since. Proper battery maintenance cannot be confirmed. No adverse event resulted from the defective battery pack. The battery was not in use by a patient.